Manufacturer narrative:
The reported event of rom mode and reduced longevity was confirmed. Based on the information provided, it was determined that the ablation treatment likely caused the lp to reset, resulting the device to enter rom mode. During reset recovery, the battery experienced a temporary decrease, which was reflected in the reduced longevity seen when the lp is interrogated within the 24 hours of a reset. The temporary decreased longevity is expected behavior after a reset. No anomalies were detected.

Event description:
It was reported that following ablation procedure, the patient's atrial leadless pacemaker (lp) exhibited intermittent capture. It was discovered during interrogation that the device had unexpectedly gone into reset mode. Upon restoration to nominal settings, the battery longevity estimate was determined to be anomalous. No further interventions were performed. The patient was stable.